Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this device exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular channel. The device was reprogrammed and remains implanted and in service. No adverse patient effects were reported.